Event description:
Cooper surgical, pneumo-matic insufflation needle has a leak, that when occluded on the end of the needle (tested prior to use) prevents the high pressure insufflation alarm from activating.